Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. The reason for call was that the patient stated they just had their second implant put in earlier this month (patient previously had bladder stimulators and just got a spinal cord stimulator (scs) implanted now) and since then, the patient thought that the two devices were not reacting well together. The patient stated their bladder stimulator had stopped working or was malfunctioning so their "ic" and stenosis were acting up. The patient wanted to know if this was usual for two of their devices to not work together or if 2 devices could have problems together. The agent warm transferred the patient to pelvic health cell agent regarding bladder stimulator information given during the call. The patient mentioned they hope they don't have to start cathing themselves again. The patient said their butt was on fire, their right leg and their sciatica was really acting up and they were an unhappy patient. The patient they had over 12 bladder surgeries and then finally got the bladder device implanted and the device worked. The patient said however that was a long time ago so patient didn't know if they just needed to adjust the device or what. The patient also mentioned their bladder device was done experimentally and was the first time in georgia it was off-label. The patient ultimately said during the call they were going to have to go back to a urologist and would make sure the urologist and their scs doctor work together regarding the 2 devices. Additional information was received from the patient once they were transferred to pelvic health patient services. The patient reported the same concerns that had reported to the scs patient services agent and clarified that it was urethral stenosis. The patient then told ph patient services that they were the first patient to be implanted off -label with the device for interstitial cystitis back when they first got the implant. Patient services wanted to note that the patient on the phone was hard to hear and so they reviewed this with the patient and the patient said, "oh it's because the implants mess with my cell phone too". Patient services attempted to clarify the comment but the patient's response was difficult to hear and the agent only heard the patient say they had to get a new cell phone every year. The patient then abruptly had to end the call because their other doctor was calling them so patient services was unable to collectany further information.

Manufacturer narrative:
D2/g4: please note that this device was used in an off-label manner, as it was implanted for interstitial cystitis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.